Manufacturer narrative:
The battery failure alarm was due to an internal battery fault.

Manufacturer narrative:
D9: updated the devices return information.

Manufacturer narrative:
A. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an automated impella controller would not hold a battery charge when plugged into multiple outlets. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.